Event description:
It was reported that prior to using the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g the plunger is crooked. The following information was provided by the initial reporter: "I have been using these sharps since 2018. I consistently havec to throw out at least one in the package for a manufacturing error like a bent needle or crooked plunger. This package though I had to throw away 3. Unfortunately as my diabetes progresses I am having to use more and more sharps and its so expensive."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
H6: investigation summary customer returned images of a shelf carton from lot 1277023. However, no images of the syringes in question were returned. No inspection of the syringes can be performed. A review of the device history record was completed for batch# 1277023. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of plunger damage. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that prior to using the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g the plunger is crooked. The following information was provided by the initial reporter: "I have been using these sharps since 2018. I consistently havec to throw out at least one in the package for a manufacturing error like a bent needle or crooked plunger. This package though I had to throw away 3. Unfortunately as my diabetes progresses I am having to use more and more sharps and its so expensive."